Manufacturer narrative:
(B)(4). A followup report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+ "screen has interference, gradually growing, then shrinking". There was no reported patient involvement and/or impact.